Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction,¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen, including inr (international normalized ratio) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6)2023 for extensive vaginal bleeding. The patient was confused about their coumadin (warfarin) dosage after switching pharmacies. The patient took an extra 14 mg of coumadin (warfarin) for several days prior to the realizing. The patient had complaints of dizziness, fatigue, and weakness in association with excessive bleeding. The patient's international normalized ratio was 5.3 with a hemoglobin level of 6.4. During the admission, their coumadin(warfarin) was held and the patient received 1 unit of packed red blood cells. Endometrial ablation was performed. The patient was discharged on (B)(6) 2023 in stable condition with a plan to follow up outpatient with a gynecologist. The patient's warfarin was resumed before discharge. The patient was counseled on how to properly take coumadin (warfarin). The device functioned as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.